Event description:
A customer reported that the probe would not cut. Information regarding aspiration is unknown. The issue was resolved by replacing the probe. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on DHR review. A complaint history examination indicates there were no other complaints for this reported issue. One probe sample was returned for evaluation. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle has an obvious bend at the stiffener sleeve and has cracked the needle. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. No wear is present at the bend area. Actuation testing was performed and deemed nonconforming. The actuation testing was tested after disassembly and was deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming; the cut testing only cut at a slower cut rate. The complaint evaluation confirms the probe does not cut properly. No specific action with regard to this complaint was taken because the root cause appears to have been caused from user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).